Event description:
The patient reportedly experienced sound quality issues with his device that was unresolved by exchanging the external equipment. A company representative met with the patient to perform device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the patient's c1 device will be scheduled.